Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post replacement procedure, the right ventricular (rv) lead had high impedance measurements. The following day a chest x-ray confirmed tiny air bubbles within the cardiac resynchronization therapy pacemaker (crt-p) rv connector port. All measurements were similar to before the replacement procedure and after the replacement procedure. The device and lead remain in use. No patient complications have been reported as a result of this event.